Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a scratched bezel. Functional evaluation revealed the unit could not be tested due to it having no power. The led's on the power supply do not illuminate when plugged in. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power supply or power entry module or a blown fuse. There are no indications to suggest that the device/ product did not meet specifications upon release into distribution.

Event description:
It was reported that the controller was not working. It is unknown when the incident occurred and how the procedure was finished. No delay reported. No further information provided. Results of investigation have concluded that the controller had no power and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.